Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0duue, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that her second implantable neurostimulator (ins) was replaced because it just quit working. They did an x-ray and the doctor thought the lead may have migrated a little bit. The patient thought the unit was defective but they never told her. The event occurred in (B)(6) 2013. No potential event cause or symptoms were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.